Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the exhalation valve was replaced, and to resolve 1 event the adjustable pressure limit valve was replaced.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced a pressure problem. 1 event was reported for an alarm for high positive end expiratory pressure, and 1 event was reported for the adjustable pressure limit valve not relieving pressure correctly. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.